Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump received motor arm failed self-test. The blood glucose level was 169 mg/dl. Troubleshooting was performed and it observed that the alarm did not occur during rewind. Customer performed self-test and it failed. The product will return for the analysis.

Manufacturer narrative:
Device received with constant rf pic failed selftest alarm and unable to communicate to blood glucose meter due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed selftest alarm.